Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Multiple attempts were made to obtain how the issue was resolved; however, no information was provided. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the device evaluation, repair, and operational status. Based on the information available and the testing conducted, the cause of the reported problem was not determined.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device fails the self-test. There was no patient involvement.